Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited out of range impedance measurements on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. Additional information was received that isometric testing was performed and a possible lead fracture was noted. Reprogramming was performed and this patient will continue to be monitored. Additional information was received that this device was explanted. No further information regarding the explant procedure was provided. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited out of range impedance measurements on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. Additional information was received that isometric testing was performed and a possible lead fracture was noted. Reprogramming was performed and this patient will continue to be monitored. Additional information was received that this device was explanted. No further information regarding the explant procedure was provided. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited out of range impedance measurements on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. Additional information was received that isometric testing was performed and a possible lead fracture was noted. Reprogramming was performed and this patient will continue to be monitored. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited out of range impedance measurements on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited out of range impedance measurements on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and futher testing was recommended. No additional adverse patient effects were reported. At this time, this device system remains in service.